Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the premature battery depletion (pbd) observed during laboratory analysis.